Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a leg vascular procedure which was delayed and completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system displayed the message ¿emergency stop active,¿ and stand and table movements were non-functional. The system was rebooted several times, but the issue persisted. A geometry reset was performed, which temporarily resolved the issue and cleared the "emergency stop active" message. However, while planning the tabletop, the error message reappeared, and the table lost power. The philips field service engineer (fse) visited the system onsite and upon functional testing, the fse identified that the connectors on the cable extension were loose. To resolve the issue, the fse tightened the cable connections. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's emergency stop activated, preventing geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.